Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. However, the reported complaint of a needle bending during use was confirmed based on photos provided from the customer. Visual examination of the customer provided photos clearly show a bent cannula for an epidural needle. A device history record review was performed based upon a lot number from sales history data. A device history record review was performed on the epidural needle with no evidence to suggest a manufacturing related cause. Therefore, based on the photos provided, unintentional user error caused or contributed to this event.

Event description:
It was reported that after placing an epidural in a patient with a bmi of 61 the first tuchy needle that was used bent between the 5th and 6th cm mark on the first pass. It was extremely subtle feeling. It felt as though the tissue the needle was passing through at this depth became denser then the needle could be felt to give at which point it was withdrawn. Lor occurred on the first pass at 9 plus depth l2-3 which was the level just above the first attempt. There was no patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after placing an epidural in a patient with a bmi of 61 the first tuchy needle that was used bent between the 5th and 6th cm mark on the first pass. It was extremely subtle feeling. It felt as though the tissue the needle was passing through at this depth became denser then the needle could be felt to give at which point it was withdrawn. Lor occurred on the first pass at 9 plus depth l2-3 which was the level just above the first attempt. There was no patient injury.